Event description:
Patient reported has a fever "and a bunch of other things too" and needs to see her primary doctor today. However, pt has a refill scheduled for today and notes that she will have to miss this if she cannot get a hold of her hcp to try to re-schedule. It was later reported the patient was seen by their physician the previous month and indicated they were not "getting pain relief." Two days after being seen by their physician the patient "no longer could walk on my own. Stand up out of bed on my own" and "could not move." The patient had a wheel chair and a walker. The patient was in "so much agony and pain." It was indicated as excruciating pain "almost like I had like a stroke on my left side." The patient was pain free when they were asleep. Their knees were swelling up; "my knees are like the size of soccer balls." The patient was experiencing seizures. Patient believed the pump alarm date was (B)(6) 2013 but had not heard an alarm. The patient had an appointment scheduled with their physician for (B)(6) 2013. The pump was delivering baclofen and dilaudid.

Event description:
It was later reported the patient was dismissed by the doctor due to the patient missing their appointments. The patient experienced seizure activity ¿like six times a day¿ and it was indicated that they couldn't get the patient to her appointments. The patient was not able to predict when the seizures would happen. Post seizure the patient would be ¿out for hours.¿ an alarm was heard; telemetry not yet performed. The patient was in the hospital for 21 days and during that time the pump started alarming. The patient was told the pump had reached the end of life and they could not fill the pump at the hospital. Saline was put in the pump to preserve it. The patient was on intravenous medication. The patient had been discharged from the hospital. The patient was upset and was seeking a physician to manage her care. It was indicated the patient did not have baclofen. The pump had previously delivered baclofen and dilaudid. The pump currently delivered saline.

Event description:
It was reported that approximately 3 to 4 days after the patient¿s last refill in (B)(6), she was moving around on her bed and she felt something pop. Since that time, the patient felt like nothing in her pump was working; like it had been filled with water. The patient noted being told by a different hcp at that time that it sounded like the catheter came out of the pump or came partially out of the pump. The patient noted that her spasticity was ¿everywhere¿, and noted that the hcp called in a prescription for oral baclofen, but it was doing nothing for her. The patient stated the pump was supposed to be filled on (B)(6) 2013, and the pump had been alarming every day since (B)(6) 2013. The patient¿s hcp noted he did not feel comfortable filling it until the patient was evaluated in the office and had the pump checked. The patient missed an appointment with her hcp on (B)(6) 2013. The patient had another appointment scheduled that she missed due to having a sore throat and swollen glands, and had strep throat. The patient received a call back the same day from her hcp and was told that she needed to have her pump filled the same day, but the patient did not go to the appointment because she thought the pump needed to be checked before being refilled. The patient then noted going through some withdrawal from the pump medication. The patient was then told that she had to wait until (B)(6) to get an appointment. The patient was also having nausea and vomiting. The pump system was being used to deliver baclofen and dilaudid. Additional information has been requested, but was not available as of the date of this report. (Also see related events (B)(4) - infection; (B)(4) cardiac issues)

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).